Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the stopper had a molding defect and was skewed. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos from the customer for investigation. Visual analysis of the customer photo showed stopper creep-out as the hemogard shield is in a higher position and off-center. In addition, the molding defect can be seen in the third photo on the hemogard shield. Additionally, 14 retain samples from bd inventory were tested for stopper creep-out. Samples were subject to a 1st and 2nd stopper pullout test, with none of the samples resulting in 2nd stopper creep-out. Lastly, 30 retain samples were subjected to a visual inspection for molding defects, and no samples failed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for stopper creep-out. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the stopper had a molding defect and was skewed. There was no report of patient impact.